Event description:
During baxter's evaluation, a pump failed to detect an upstream occlusion. It was reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Testing found a failure to detect an upstream occlusion. The upstream sensor was re-calibrated to ensure proper functionality.